Event description:
It was reported by service report that the top rail was broken exposing sharp edges and the siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.